Event description:
It was reported that the catheter is almost ruptured at its angle (right inferior cervical site ) at 2mm before its entrance in the inferior jugular vein. Leakage in subcutaneus of contrast liquid (along catheter path). Erythema and pain during the palpation along the catheter path. Device was removed.

Manufacturer narrative:
The device has not been returned to the MFR at this time for evaluation. A chr review showed no other similar product complaint file(s) from this lot.